Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info requested by fax and mail on 03/25/2011, 04/12/2011 and by phone on 04/12/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported she experienced burning and pain and was diagnosed with an eye infection following use of this product. She stated her eyes were irritated to begin with and this product caused the irritation to be worse. She stated she went to the doctor and was given medication which made her eyes feel better. She reported that her doctor told her to stay out of her contact lenses for a week or so or until her eyes felt better. Additional info has been requested.